Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation as it was retained in the histology laboratory; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a tot (trans-obturator tape) procedure performed on an unknown date. According to the complainant, after the procedure, the patient has experienced pelvic pain, recurrent urinary tract infection (uti) and dyspareunia. Subsequently, the mesh was removed.